Event description:
The pump was returned for investigation. Investigation revealed contamination on the force sensor assembly. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration and the force resistance measurement was out of specification. Investigation revealed contamination on the force sensor assembly. Unrelated to the force sensor issue, investigation revealed that the display is faded and discolored. The display was replaced with a test display and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.